Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that transmitter failed error occurred. On (B)(6) 2023, the patient's parent took the patient to the emergency room. It was reported that the transmitter failed so the omnipod 5 pum pwas not working. The patient's blood gluocse was 600 mg/dl. At the emergency room, the patient's bg was 500 mg/dl was treated with lantus insulin. The patient was discharged from the ER at 12:30am after 5 hours of admission. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported. No additional patient or event information is available.